Event description:
Healthcare professional reported that when rotating the valve while still tied to the collet, prior to starting the implant procedure, the collet cracked/split at the junction of the threading for the handle. Hcp abandoned the valve and returned it for eval. There were no reported adverse effects to the pt.